Event description:
The dentist indicated that the ratchet extension fractured during placement of the dental implant.

Manufacturer narrative:
Visual inspection confirmed that the tip of the hex on this instrument has fractured. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.